Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned product as received by medtronic was found to meet specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.

Event description:
According to the reporter, during a vats/esophagectomy/gastric tube reconstruction, from the second fire through fifth fire the gastric tube stuck to the jaw of the cartridge side. The tissue could be removed manually. All staples were placed properly and cut line had no problem. Upon inspection of the reloads, some had a loose connection with the adapter and some had a stiffness. The patient is fine. Operating time not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding.